Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose event. The blood glucose reading was 25 mg/dl. Customer stated that he did not go the hospital. Customer stated that he had given himself too much insulin during the manual injection. Customer was not wearing the insulin pump at the time of the event. Nothing further reported.